Event description:
Info received indicates the hi/low function moved up unintentionally. The facilities maintenance found fluid on the right side rail circuit board.

Manufacturer narrative:
The facility has not returned; hill-rom's attempts to determine the resolution of the alleged malfunction.